Event description:
Additional information received reported no other medications contained in the pump at the time of the event. It was noted that there were no symptoms. It was reported that the patient would be transported to veteran's affairs (va) for evaluation to determine the next course of action.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l49378, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that an empty reservoir occurred, the reporter believed on (B)(6) 2014 as that was what she calculated it to be. It was noted this was with a ms (multiple sclerosis) patient who lived in a facility and missed their pump refill. The device manufacturer representative thought it had been approximately five weeks since the pump reservoir was empty. The representative didn¿t believe the patient had any symptoms, but the pt couldn¿t communicate very well per the reporter. The employees at the facility hadn¿t heard any pump alarms. The representative thought they might do a dye study to confirm catheter patency because they thought the daily dose was quite high for an ms patient. It was noted they were thinking of lowering the concentration of lioresal to 500mcg/ml so the daily dose could be lowered, but with the current concentration the lowest daily dose would be 192mcg/ml. The health care provider (hcp) was thinking of going to 75mcg/day to begin with. The device system was used to deliver compounded baclofen 4000mcg/ml at 1233mcg/day. It was later reported that the patient was not having any symptoms. The pump had been without medication for over five weeks. The health care provider (hcp) wanted to do a dye study to confirm catheter patency and replace the pump, but the patient was living in a facility and was unable to travel at the time. The patient was to be assessed by a hcp at the facility who would determine if he could be managed on oral baclofen instead. The device manufacturer representative had no further information on the patient including an outcome. Additional information has been requested, but was not available as of the date of this report.